Manufacturer narrative:
Evaluation of the returned lantern confirmed fractures on the proximal shaft. If the device is advanced against resistance or is otherwise handled at an angle during advancement, damage such a kinks and subsequent fractures may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the fistula artery using a lantern delivery microcatheter (lantern), and a non-penumbra glide catheter. During the procedure, while manipulating the lantern into the desired location, the lantern fractured near the hub. Therefore, the lantern was removed. The procedure was completed using a new lantern and a new non-penumbra glide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.